Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k # k091974 and upn# (B)(4) was cleared in the united states. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: rod breakage it was reported that during a revision surgery, the rod broken at caudal portion of the connector at right side was replaced with a new one. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.